Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention. Device issue: none. It was reported that after the stent was implanted at 10 atm a dissection occurred. Another stent was implanted to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis of the stent delivery system (sds) revealed that the sds was returned with blood in the guide wire lumen and contrast in the inflation lumen and the balloon. The stent had been deployed and was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The tip seal length was 0.5 mm and this met manufacturing criteria. A deltronic pin gauge was used to measure the inner diameter of the tip past the proximal seal and through the guide wire exit notch and this met manufacturing criteria. A new .014" whisper guide wire and a new bmw guide wire were backloaded through the sds and there was no resistance noted. A new indeflator filled with water was used and the sds was pressurized to 16 atm it held pressure and there were no leaks noted. Product performance engineering reviewed the incident information and analysis of the returned sds. The analysis of the returned product found there to be no damage to the rx pixel and it met all manufacturing specifications. Dissection, as listed in the instructions for use , is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the quality assurance department.